Event description:
It was reported to philips that after fco implementation the device was beeping and displaying a red "x" with a shock equipment malfunction message. There was no patient involvement.